Manufacturer narrative:
Initial 1 of 3. Based on the available information, this event is deemed to be serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that infusion set cannula was kinked and the symptoms were observed in three or more hours after insertion and it has been in use for one and half to one day and patient had high blood glucose levels which was treated with correction bolus via pump on (B)(6) 2026.